Event description:
This customer reported a shock/pacer malfunction error during testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). This customer reported a shock/pacer malfunction error during testing. There was no patient involvement. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.